Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 578 mg/dl. It was reported that the customer was feeling lethargic. The father declined troubleshooting as he felt the customer just had a bad insertion site. The father stated that the doctor had already changed the insulin pump settings. The father also reported a crack on the insulin pump case. Advised the father that the insulin pump would be replaced. Nothing further was reported.